Event description:
In (B)(4) 2010, I embarked on a project of having dental implant procedures to attach a new upper dental appliance to the implants. It is now (B)(6) 2014, almost four years from the process starting point, and I am still involved with my general dentist; dr (B)(6) and the periodontist, dr (B)(6); in attempting to get this process completed. The time frame, inconvenience and the pain endured during this process is the reason for this correspondence with your organization. The process has involved several failures of the locators, mfg by zest anchors of (B)(6) breaking and rendering the implants useless in retaining the upper denture. We are not talking about one or two locators breaking but I believe four or five, perhaps more as I have lost count. In two instances the implant had to be removed and new ones placed as the periodontist was not successful in being able to remove the remaining position of the locators that were left in the original implants. When the first locator broke I was not too concerned in that I felt that things such as this can occur and it would be replaced and all would be well. Now almost 4 years later and several locator replacements later I am getting quite concerned. I wrote to zest by e-mail and received a response but was advised to have the dentist to contact them, which I did, still to no avail as every one of the locators has failed to date. Both dental physicians have assured me that the installation procedures of the implants and the locators have been done correctly. Also each dental physician has been in practice over thirty years which gave me assurance of their capabilities. In fact I and my spouse have been pts of dr (B)(6). The fact that the locators have failed within 6 months or less from the date of installation indicates to me there is a problem with the product. It is my understanding that when any product fails there are a few areas to look to for causing the failure, which would be as follows: improper installation of the product, failure of the design of the product to be useful for the purpose for which it was designed, failure of the materials the product is made of, failure due to the mfg process when the product is made. I seek your assistance as no one seems to be able to determine the cause (s) of this problem. Three out of the four reasons for failure would be due to actions by zest anchors. Improper installation, although a remote possibility, does not seem to be the reason since both dental physicians have performed several implants over the past few years and have not had any problems. The process have involved several failures of the locations, mfg by zest, breaking and rendering the implants useless in retaining the upper denture. We are not talking about one or two locators breaking but I believe four or five, perhaps more as I have lost count. In two instances the implants had to be removed and new ones placed as the periodontist was not successful in being able to remove the remaining portion of the locators that were left in the original implants. When the first locator broke I was not too concerned in that I felt that things such as this can occur and it would be replaced and all would be well. Now three years later and several locator replacements later I am getting quite concerned.